Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Concomitant medical products - [part no: 00770302000; name: z.s.g.m. Cutter 2:1 ratio caution: sharp; lot no: 63985067; serial no: (B)(6)] [part no: 00770301500; name: z.s.g.m. Cutter 1.5:1 ratio caution: sharp; lot no: 63817645; serial no: (B)(6).] The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. On (B)(6) 2019, it was reported that there was an incomplete mesh. The customer returned a skin graft mesher device, serial number (B)(6), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(6), and a 2:1 ratio cutter, serial number (B)(6), for evaluation. Product review of the skin graft mesher on (B)(6) 2019 revealed that the roller gear was damaged. The calibration was out of specifications and the device produced a passing sample mesh. The 1.5:1 ratio cutter, serial number (B)(6), and 2:1 ratio cutter, serial number (B)(6), both produced an incomplete mesh and were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2019 which included replacement of the washers, roller gear, shoulder bolts, side plates, and bearings. Skin graft mesher, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Based on the information provided, the root cause of the reported event was due to the use of damaged cutters. The zimmer skin graft mesher instruction manual notes that "a damaged cutter may result in a less than optimal mesh pattern and cause further damage to the mesher."

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Upon receipt of additional information, the product evaluation and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that there was an incomplete mesh. There was no patient involvement and no delay in procedure as a result of this malfunction.